Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the missing rubber on the device at the bending tube were due to some kind of stress such as damage or deterioration of parts. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited curved rubber adhesive part was missing. There was no patient involvement.